Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled,19.0 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported the intraocular lens was exchanged at one day post operative. Reason stated was the wrong lens was implanted in the patient's eye. The initial implant of 19.0 diopters was replaced with a 14.0 diopter lens of the same model. No injury to the patient.

Manufacturer narrative:
The intraocular lens was received and sent to the manufacturing site for analysis. Results are pending. The lens met all manufacturing specifications prior to release. Based on the reporter's statement that "the wrong lens was implanted in patient" we do not suspect at this time that the lens is deficient. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.